Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that the event occurred while in the cardiac care unit, 33 hours after pumping was started. The intra-aortic balloon pump (iabp) alarmed system error 3 and stopped. The pump was turned "off" and "on", but the pump still gave the same alarm. As a result, since the iabp treatment was scheduled to be done on that day, the iabp and intra-aortic balloon (iab) catheter were removed successfully. There were no issues with the iab in use. No further treatment was needed. No medical/surgical intervention was needed. There was no delay in therapy noted. There was no report of pt death, injury or complications. The pt outcome is good. The pump will be checked in (B)(6).